Event description:
The user facility reported that blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator near the end of a bypass procedure. The pt had been re-warmed so bypass was terminated and it was not necessary to change out the unit. The user facility reported that the case was completed successfully with no pt complications. The blood loss was estimated to be 200 to 300-cc.